Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a major bacterial driveline infection on (B)(6) 2025 which was considered to probably be device related. Surgical and medical intervention was provided to treat the infection including debridement. The patient was admitted on (B)(6) 2025 due to the infection. The patient was noted to still be admitted as of (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage which would have contributed to the reported low speed events observed within the submitted log file. Additionally, a specific cause for the reported driveline infection could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 7¿ from the pump housing. The distal portion of the driveline was returned in two segments, with a middle segment measuring approximately 8.5" and a distal section (including the controller connector) measuring approximately 22.5¿. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially, and the distal portion was returned attached to the inlet elbow. The proximal portion of the flex section was returned attached to the inlet tube. The apical sewing ring was returned detached from the inlet tube. The sealed outflow conduit (outflow graft and outflow graft elbow) was returned attached to the pump¿s outlet port, with the outflow graft bend relief detached prior to return. The bend relief collar was returned detached from the sealed outflow conduit. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. The pump portion and distal portion of the driveline were tested for electrical continuity in the condition that it was received. All tested wires were found to be electrically intact. Upon careful removal of the layers from both portions, microscopic inspection of the underlying wires revealed no wire damage. The wires were then submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The middle segment of the driveline was tested for electrical continuity in the condition that it was received and failed due to elevated resistance values associated with black and green wires. Upon careful removal of the layers, visual inspection of this segment revealed that the black wire was completely severed approximately 1.5¿ from its proximal end, approximately 8.5¿ from the pump housing. Microscopic inspection also revealed breaches in insulation of the brown and green wires at this location. The remaining areas of all wires from the middle segment were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted, contributing to the low-speed events observed within the submitted log file while the patient was operating on the power module. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) (document (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii patient handbook rev. D are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The IFU lists potential adverse events, including driveline infection, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The IFU addresses pump parameters including pump speed and flow. The IFU addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU also outlines system controller alarms, and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was noted to still be admitted as of (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The alarms were noted to have resolved naturally and the pump was switched to battery powered operation. The pump was exchanged on (B)(6) 2025 due to the driveline issues.

Event description:
It was reported that multiple low speed operations were recorded. There was concern for driveline fatigue. Log file review revealed speed reductions and pump stop events while connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. It was recommended to keep the patient on an ungrounded patient cable or battery power, and x-rays were suggested to be taken. Between 6:11 on (B)(6) and 1:41 on (B)(6), a total of 14 low speed operation alarms were recorded. It was noted that the pump was currently running smoothly at 8400 rpm, 4.5-4.8 l/min and 5.- - 5.6 w. When the alarms were recorded, the pump speed had dropped to a minimum of 1380 rpm and 1.9 l/min. A broken driveline wire was considered as a possible cause. The patient experienced no symptoms or treatment due to the event. The alarms were noted to have resolved as of (B)(6) 2025. There was no adverse patient impact. The pump was later exchanged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.